Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. The returned product revealed that it was received; one paper lid and a winding former that pertained to product code nw1326. As per visual inspection of the winding former, it was noted that the suture had started with the degradation process; this caused the needle to be detached from the suture. In addition, the needle and foil were not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on patient, when surgeon opened the foil needle and thread were separated. The returned product revealed that it was received; one paper lid and a winding former that pertained to product code nw1326. As per visual inspection of the winding former, it was noted that the suture had started with the degradation process; this caused the needle to be detached from the suture. In addition, the needle and foil were not returned for evaluation to determine the assignable cause. There were no adverse consequences reported. Additional information was requested.